Event description:
It was reported the tycohealthcare/kendall that a customer had a problem with a quintin catheter adapter. According to the customer "there was a separation of quinton catheter adapter from pt's peritoneal catheter. The pt had prophalactic antibiotics instilled."